Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was still experiencing pain at her implant neurostimulator (ins) site, stated she felt discomfort at that site every day. Patient described pain as some days as constant and some days when she stands from sitting it was severe and other times when walking felt tingling at ins site. Patient said that she saw nurse practitioner (np) at healthcare provider (hcp) office in (B)(6) before her insurance changed and was told by np that the pain should go away in two months. Patient said that np did not provide any medical direction regarding for treating the pain. The patient indicated that the pain occurred daily. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't change anything they were doing because of the pain. They didn't realize, before they had it, that they would have so much pain from the implant. No steps were taken to resolve the tingling at the implant site and pain because they didn't have a hcp.